Manufacturer narrative:
This information is based entirely on journal literature. Possible models could include: advisa dr MRI. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: repetitive non reentrant ventriculoatrial synchrony: an underrecognized cause of pacemaker-related arrhythmia. Heart rhythm 2016;13:1739¿1747. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding repetitive non reentrant ventriculoatrial synchrony (rnrvas) occurring with implantable pulse generator (ipg) use. The article reports the patient developed initiation of rnrvas during ventricular threshold testing in vvi mode. The device was reprogrammed with increased noncompetitive atrial pacing. The device remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.